Event description:
It was reported that 5 bd alaris¿ smartsite¿ gravity burette sets leaked fluid during use. The following information was provided by the initial reporter: "customer has confirmed that the burette is leaking fluid during the use."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a 10037032 product was not available for investigation, however the customer confirmed that the complaint sample was from lot 21109297. As part of the feedback the customer provided a video of the affected product, analysis of the video confirmed the customer's experience with leakage observed from the base of the burette. The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by an insufficient amount of solvent having been applied to the base of the burette during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 21109297 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 10037032 set in the past 12 months.

Event description:
It was reported that 5 bd alaris¿ smartsite¿ gravity burette sets leaked fluid during use. The following information was provided by the initial reporter: "customer has confirmed that the burette is leaking fluid during the use."